Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria for the cartridge serial number provided. Technical operations performed retain testing with the reported lot and was able to reproduce the customer complaint. The false positive result observed during retain testing was due to a foil seal defect and no wash buffer. It is likely that the false positive generated by the customer is due to the foil seal defect, however, it cannot be confirmed.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge (B)(6), lot 26499b, reader sn (B)(6) ). Repeat cue covid-19 tests performed on (B)(6) 2023 provided a negative results. Customer performed binaxnow antigen tests on (B)(6) 2023 all resulting as negative. Customer had no symptoms or known exposures. Cartridges were stored within the validated temperature range. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00653 su on (B)(6) 2023. Please disregard MDR report nubmer 3016758165-2023-00653 su.